Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose. Customer blood glucose was at the level of 38 mg/dl. Customer was treated with juice. Customer current blood glucose is 114 mg/dl. Customer declined troubleshooting for low blood glucose. Customer was advised a replacement sensor will be sent, device is expected to be returned for analysis.